Event description:
The advocate stated, the customer tested her blood glucose and received readings of 336 and 331 mg/dl using her breeze2 meter. The customer retested her glucose using another meter and received a reading of 21 mg/dl. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The advocate did not mention any adverse events. Control solution was sent to the customer for further troubleshooting, so no product will be returned.